Manufacturer narrative:
Citation: yigal abramowitz. Impact of diabetes mellitus on outcomes after transcatheter aortic valve implantation. Am j cardiol. 2016 may 15;117(10):1636-1642. Doi: 10.1016/j.amjcard.2016.02.040 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of diabetes mellitus following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2012 and 2015. The study population included 802 patients (predominantly male; mean age 82 years), 69 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: valve embolization, second valve implant, moderate/severe paravalvular leak (pvl), increased atrio-ventricular (av) gradient, cerebral vascular accident (cva), myocardial infarction (mi), cardiogenic shock, cardiac tamponade, bleeding and vascular complications, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.